Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. A customer reported a low sensor reading of 52 mg/dl on the adc device, compared with 152 from an unspecified device. The next day, the sensor showed values between 50 mg/dl and 53 mg/dl. It is unknown if the customer experienced symptoms but managed to self-treat by eating breakfast or taking insulin injections. There was no report of death or permanent impairment associated with this event.